Event description:
Pt found both feet on floor, body between split side rails, both arms in siderail slot with vest restraint under chin & secured at both sides of bed. At time of incident, facility had no knowledge of any problem with the beds or siderails. Facility is filing report after receiving the FDA safety alert total 8/23/95.